Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
After attempting to impact a trial liner during a total hip arthroplasty, the tip of the inserter fractured. The fractured piece was removed from the acetabular shell without patient injury or a delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, the impactor fractured. After attempting to impact the trial liner, the surgeon noticed the fractured piece and it was removed from the shell.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a total hip arthroplasty procedure, the inserter tip fractured during impaction of the cup. When attempting to trial the liner, the surgeon noticed the fractured piece and it was removed from the shell.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.